Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, the insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was no longer works. The customer stated that the blood glucose went high over 300 mg/dl and treated with manual injection. The customer stated that the battery compartment had crack. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.